Event description:
The report stated that during a total abdominal hysterectomy, the jaws of the device locked on tissue. The surgeon pulled the jaws off the tissue, tearing the tissue and resulting in some bleeding. No transfusion was necessary. The device was cleaned during the procedure with a sponge moistened with saline. There was no other patient injury.

Manufacturer narrative:
Date of initial report: 01/13/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.